Event description:
There was observed breakage (mid shaft) of both caudal screws in patient who had undergone cervical 4-7 anterior cervical discectomy and fusion 6 months prior. The 2 caudal screws were also backing out. Intraoperative and postoperative x-rays confirmed adequate locking.